Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. The device was given functional testing; this showed a leak in the cuff area. The reported issue could be confirmed. During production this device type is 100% leak tested prior to packaging and if the cuff damage had been present during production the device would have been rejected. The device issue was determined most likely caused by damage during use.

Event description:
Information was received indicating that the cuff to a smiths medical portex endotracheal tube was found to be leaking. There were no reported adverse effects.